Manufacturer narrative:
The additional prostyle devices with reported issues referenced are filed under separate medwatch report numbers. The device was not returned for analysis. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that suture placement in the moderately calcified right common femoral artery was attempted with prostyle devices using the pre-close technique via a 6f sheath hole prior to a transcatheter aortic valve replacement (tavr) interventional procedure. The pre-placement of the first prostyle device was successful. Reportedly, when attempting to place the second prostyle suture, cuff misses [suture retrieval issues] occurred with three devices. The use of further prostyle devices was abandoned and the suture of a proglide device was successfully pre-placed. The sheath was upsized to a 14f and the tavr procedure was completed. Hemostasis was achieved with the pre-placed prostyle and proglide sutures. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.